Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female who underwent primary breast augmentation with 250cc mentor memorygel breast implants experienced bilateral capsular contracture (baker grade unknown) and right sided rupture post procedure. As a result, bilateral capsulectomy and bilateral prosthesis replacement with 375cc mentor memorygel breast implants was performed on (B)(6) 2019. See 1645337-2020-00316 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/21/2020. Device evaluation summary: according to the information received, it was reported a patient experienced a rupture capsular contracture. A manufacturing record evaluation (mre) was performed for the finished device number 5612806, and no non-conformances related to the reported complaint were identified. During evaluation of sample a crease was found on the posterior view. Within the crease a tear measuring approximately 3 cm was noted. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).